Event description:
A malfunction occurred, and it was identified by the malfunction code 24. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, and a replacement pump was sent after they were instructed on how to handle the current pump, including putting it into storage mode and returning it using the provided ups return box and pre-paid label. Customer was advised on the procedures to follow upon receiving the new pump and the use of multiple daily injections as a backup therapy.